Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a distal embolism occurred that required additional intervention. The 100% stenosed, moderately tortuous, and severely calcified vessel was located in the distal superficial femoral artery (sfa). A jetstream? Sc and jetstream xc catheters were selected for use in an endovascular therapy (evt) procedure to treat lower extremity arterial disease (lead). During the procedure, both of the devices functioned as expected. The patient experienced a distal embolism that required additional intervention. The additional intervention included embolization in the arterial tibial artery (ata) and aspiration to remove the debris. The debris was successfully retrieved, and the procedure was completed with the original device.